Manufacturer narrative:
This report is for an unknown screwdriver. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in sweden as follows: it was reported when using the 14mm screw for cervical spine locking plate (cslp) plate, the upper part of the expansion head of the screw was ¿bent out¿ in an unusual way during implantation with the screw driver. The same thing happened also with another screw when the lock-screw was inserted in the screw, the expansion of the head of the screw wasn´t symmetric. The problem was solved by extraction of the above mentioned screws, and then the surgeon implanted new screws of same size. It was reported that there was a delay between 10-15 minutes. Also, one of the drills was not sharp. This report is for an unknown screwdriver. This is report 4 of 5 for complaint (B)(4).